Event description:
Reporter alleged the compact test system generated a result prior to the test strip being dosed with blood or control solution. Customer stated the system meter generated a reading of 157mg/dl before blood was applied to the test strip. No actions were taken or treatment was received reportedly as a result. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter with compact strip lot 20644442 with an expiration date of 01/31/2007.

Manufacturer narrative:
The suspect product is the compact meter.